Event description:
I have been using the dream station CPAP for a couple of years now and this product was just recalled. In the past year or so I have been experiencing headaches, sore throat, tightening in my chest and worsening asthma conditions. I am nervous that it may be because the CPAP machine defects I have been using for a while now. I am not sure what next steps with my physician I should take, but want you to be aware of this. FDA safety report ID # (B)(4).